Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush head broke in son's mouth during teeth cleaning [device breakage]; no adverse event [no adverse event]. Case description: a parent reported that the oral-b power oral care refills precision clean broke in his or her son's mouth during teeth cleaning with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.